Manufacturer narrative:
Insulin pump received seated during the displacement test and alarmed no delivery with no reservoir in the pump due to dried insulin on the motor slide and seal. Unable to perform the prime/fill test due to pump seating and alarming no delivery.

Event description:
The customer reported having a problem with the insulin pump. The blood glucose reading was 291mg/dl. Troubleshooting was performed, and the displacement test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.